Event description:
Customer reported his insulin pump kept alarming motor error last night. He cannot rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
No motor error alarm was noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion test due to the prime anomaly. The motor was tested outside of the device, and it passed. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.